Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, yellow particles in the shell, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.